Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect delivery catheter system (dcs) at medtronic¿s quality laboratory, the device was received with the capsule fully closed and the end cap/screw gear snap fit connected. Visual analysis of the suspect device showed the handle and tip-retrieval mechanism appeared intact. The inner member shaft also appeared intact with no evidence of damage. Voids were observed along the proximal end of the capsule. Both tabs of the male deployment knob component were observed to be damaged. A hairline crack was observed on one of the deployment knob tab components. The opposite tab was heavily damaged and cracked. During functional testing the deployment knob appeared to retract and advance the capsule. The distal edge of the capsule seats flush against the catheter tip when fully advanced. The trigger moved to fully advanced and retracted positions and locked in place when released. By placing minimal pressure along the seam where the two deployment knob components meet, a separation of the deployment knob components separated. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported during loading of the valve, the dcs was noted to be clicking. It is possible the clicking reported may be describing handle clutching. As the handle of the dcs is turned, instead of the slider tooth following the thread in the screw gear, the force in the system pushes the slider tooth over the top of the screw gear thread. This is accompanied by a clicking sound. Historically, a misloaded valve is a known cause of high forces resulting in clutching. This clicking was also noted again upon rotation of the actuator to deploy the valve. The actuator subsequently ¿detached¿. The device was returned for analysis. The handle of the dcs appeared intact; however, when minimal pressure was applied along the seam, where the two deployment knob components meet, the deployment knob components separated. This confirmed the reported complaint. As the handle of the dcs was not intact, the reported clicking could not be confirmed. Voids were also observed along the proximal end of the capsule. Voids, which indicate delamination between the capsule outer polymer and the nitinol frame, typically occur when the capsule is subjected to a bending force. A void may occur over the spindle/paddle interface if a valve has been misloaded; however, voids may also occur due to tracking/positioning in the patient anatomy. In the absence of fluoroscopic images showing the valve load inspection and procedural images, the source of these voids cannot be determined. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. It was reported the handle was held closed and the valve was recaptured twice due to positioning difficulties. Recapturing is a feature of the dcs that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including the patient anatomy or physician technique. Positioning difficulties do not typically indicate a device manufacturing issue. In this case, it was reported this was due to anatomical difficulties. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during loading of this transcatheter bioprosthetic valve, the handle of the delivery catheter system (dcs) was reportedly clicking. Upon rotation to deploy the valve, the handle was clicking and detached. The handle was held closed by the operator. The valve was recaptured and repositioned twice before being deployed successfully. No adverse patient effects were reported.